Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l2-s2ai on (B)(6) 2015 due to degenerative lumbar kyphoscoliosis. Post-op, on (B)(6) 2018, information regarding the breakage of rod at l4/5 was obtained, and re-fixation was planned to be performed on (B)(6) 2018. Re-hospitalization was hence required. The reoperation was performed as scheduled. The rod was replaced with a new one, and two rods was added in 46 degrees with mrc. The patient seemed to complain about the pain but it was said that there were no symptoms such as paralysis.